Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19july2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported vent inop issue. The manufacturer¿s field service engineer (fse) recommended to replace the battery to address the reported problem. The customer confirmed replacing the battery. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported vent inoperative. There was no patient involvement.